Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. No report of patient involvement.

Event description:
The hospital reported the unit alarmed for no inspiratory/no expiratory flow sensor during the preoperative checkout. There was no report of patient involvement.